Event description:
It was reported that this right ventricular lead was surgically capped/abandoned due to high, out of range pacing impedance measurements greater than 3000 ohms. A new rv lead was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).